Event description:
It was reported that the low voltage lead exhibited noise. No intervention was performed. The condition of the patient is unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report MDR-2024-48232, the same issue was previously reported as MDR-2024-47967.